Event description:
It was reported that during a da vinci-assisted surgical procedure, repeated error 40100 occurred on universal surgical manipulator (usm) 3. The customer attempted to resolve the issue by rebooting the system, and after that did not resolve the problem, performed a hard power cycle, which temporarily appeared to resolve the issue before it recurred. Technical support engineer (tse) provided guidance on these steps and advised the customer that usm3 could be disabled, and the procedure could continue using other available units. The customer ultimately proceeded by utilizing another patient side cart (psc) to complete the surgery. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm3) due to error 40100. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm3 for evaluation. A follow-up MDR will be submitted, if additional information is obtained.